Manufacturer narrative:
D.4 the event is related to a legal case and the information from customer is requiring the involvement of legal department from the hospital. For this case the information collected regarding serial number of the device involve were doubtful and as a consequence it is not possible to determine the UDI.

Manufacturer narrative:
H10: through follow up communication, livanova learned that possible involved device serial numbers could be the following: (B)(6) (manufactured on 26/nov/12) or (B)(6) (manufactured on 28/nov/12) or (B)(6) (manufactured on 3/dec/12) or (B)(6) (manufactured on 14/dec/12). No other information has been made available from the customer. Device history records (dhrs) review of possible involved device serial numbers has been completed and did not identify any deviation or non-conformity relevant to the reported issue. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action. No device, between the ones possible involved and in use at the hospital at the time of surgeries ((B)(6) 2015), was upgraded with vacuum and sealing kit. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in wolverhampton, united kingdom. Livanova initiated an investigation.

Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. Complainant alleges through their counsel a bacterial infection following a surgery carried out on (B)(6) 2015, in which a heater-cooler system 3t was used. Based on current status of the investigation the alleged device issue was yet not confirmed.